Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06417. It was reported that a patient presented in clinic. During examination the physician noticed discoloration of the skin over the implantable cardioverter defibrillator pocket site. Physician suspected there was impeding erosion of the skin. Patient presented for revision of the pocket site on (B)(6) 2019. Prior to procedure, the ICD was interrogated and inappropriate auto mode switches were discovered due to atrial lead noise. Programming changes were made to resolve noise issue. Patient was stable post procedure.